Event description:
It was reported that this right ventricular (rv) lead exhibited progressive increase in pacing threshold and impedance over time. Patient reported occasional episodes of dizziness. This rv lead remains in service. No adverse patient effects were reported.